Event description:
During insertion, the patient coughed and the clinician overshot. The clinician tried to twist the prosthesis out but it did not work. She finally pulled it out and the blue ring was missing. She then inserted a new valve using a gel cap. Four days later, the patient reported he had passed the blue ring.

Manufacturer narrative:
According to the complaint description the device was submitted to excessive force, leading to the detachment of the blue ring. The clinician then used an accessory from another brand of products (gel cap) to insert a voice prosthesis. The device is not intended to be used with this accessory. Product failed due to improper handling. User is informed to follow the instructions for use. No other remedial action is considered to be necessary.